Event description:
The customer reported that the IV pump stopped operating without alarming. Fluid backed up and tubing burst at distal end, separating from patient (it was not a central line). There was no reported patient injury or medical intervention.